Event description:
It was reported that the device had error code 44442 and failed during an update. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, failed during update was able to be replicated through pump power up test, but issue of error code ec 44442 could not be replicated. The cause of the reported issue was a software collapsed during update. Upon further investigation it was found that the downstream occlusion seal (dso) seal was delaminated. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.